Event description:
Litigation alleges patient suffers from severe pain, discomfort, and inflammation. Litigation also alleges large amounts of toxic cobalt-chromium metal ions and particles to be released into the plaintiffs blood, tissue, and bone.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update - (B)(4) 2012 - medical records and patient fact sheet received. Operative notes indicated a fracture; therefore, a stem has been added. There is no new additional information that would affect the investigation. Records are available on the l:\drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. Review of the device history records and/or a complaint database search was not possible for the unknown femoral head and the unknown stem as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 6/9/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the primary note indicated the patient did sustain a trochanteric fracture. It is unclear what caused the fracture, but it was after the srom stem/sleeve were placed. An unknown srom sleeve is being added. The fracture resulted in a trochanteric osteotomy. No labs were provided for the alleged high metal ions. Post-operative x-rays indicated a malpositioned stem. No part/lot has been provided for the head, stem, or sleeve. The complaint was updated on: 7/8/2015.